Manufacturer narrative:
(B)(4). The customer reported the device failed user initiated shift tests with the error message pacer failure. The condition was reported to have presented during user initiated shift tests and there was no pt involvement. Philips evaluated the device, confirmed this malfunction, and found entries of error code 3ff02/04000 in the system log. Philips resolved this issue by replacing the power pca.

Event description:
The customer reported, the device failed user initiated shift tests with the error message pacer failure. The condition was reported to have presented during user initiated shift tests and there was no pt involvement.